Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted, devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2016 with a bifurcated and suprarenal aortic extension. Subsequently, on a follow-up computed tomography done on (B)(6) 2016, there was a possible 1a observed. Upon angio, could not confirm any endoleak. The surgeon made the decision to implant a suprarenal aortic extension as a preventative measure on the same day without incident. Patient is in stable condition.